Event description:
The pt reportedly experienced no lock between the external equipment and the implant. External equipment was exchanged, but the problem was not resolved. The pt was seen at the center for device evaluation. Testing performed confirmed the device was no longer functioning. Surgery to explant the pt's device is to be scheduled.